Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable high result for 1 patient sample tested for phos2 phosphate (inorganic) ver.2 (phos2) on a cobas 8000 cobas c 502 module. The initial phos2 results was 77.5 mg/l. The primary tube was retested with a phos2 result of 46.6 mg/l. The secondary tube was tested with a phos2 result of 39.3 mg/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The phos2 reagent lot 302863 with an expiration date that was requested but was not provided. The field engineering specialist replaced the gear pump head and adjusted the pressure. He verified that the system was working correctly. The customer reported that there have been no further issues following the service visit.